Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the hv 4-4 hamilton valve to resolve the issue. Inspection of the valve by the fse indicated the valve may have been previously leaking. The instrument software version is 5.4.

Event description:
The customer alleged the instrument generated approximately 10 erroneously low tbil (total bilirubin) patient results on their unicel dxc 800 synchron system. The customer stated one patient result was reported outside the laboratory and was amended/corrected with no impact to patient treatment. A review of the tbil calibration and quality control (qc) data indicates recoveries were within instrument specification.